Event description:
It was reported that lead integrity alert (lia) triggered on the right ventricular (rv) lead for sensing integrity counter (sic) and non physiologic oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.